Event description:
It was reported t hat approximately 40 minutes into an MRI scan using a ge signa excite (1.5t), the 3150 was reportedly not giving blood pressure readings and "cycled" 4 times. The unit was reportedly giving pulse ox readings of 93, which was consistent with the range of 91 to 94 that the unit was reading prior to the 4 unit "cycles". It was reported, however, that the pt was pulled out of the MRI "pulseless". During the scan the pt's pulse ox, nibp and ECG were being monitored, but etco2 was not. The 3150 monitor was approximately 4 feet to the side of the scanner and the anesthesiologist was approximately another 4 feet away reading the screen. The lighting was reportedly low in the MRI room and the pt was sedated. It was also reported that the 3155 remote display conntroller was not being used in conjunction with the 3150.